Event description:
It was reported that pump no longer held charge properly, required charging every other day. There was no reported impact to the customer¿s blood glucose level. Customer declined transfer to customer technical support and did not request callback, and new pump order was being processed while existing pump could not be repaired or replaced.